Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that pocket erosion occurred. It was further reported that the left ventricular lead had chronic high thresholds. The lead was removed and will be replaced. No further patient complications have been reported as a result of this event.